Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 477mg/dl. The customer states they treated the high levels with manual injection. Troubleshoot was conducted, and the customer is being sent out tubing clamp to conduct high pressure test. The customer will call back when items are received, in order to conduct test, and finish troubleshoot.